Event description:
It was reported that during a procedure to stent a pre-dilated moderately tortuous, heavily calcified distal right coronary artery (rca), force was used during advancement and the xience v rx stent delivery system (sds) got stuck proximal to the lesion in a calcium spark and did not cross the lesion. Resistance was met on removing the sds (without the guide wire) and could not be removed from the artery. While pulling the delivery system with force, the stent partially dislodged from the sds. Therefore, the stent was deployed in an unintended location proximal to the target lesion with full wall apposition. After deployment, the sds was removed from the anatomy without difficulty. Coronary artery bypass graft (CABG) was later performed to treat the index lesion. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - incorrect removal and excessive force. The stent remains in the patient. The lot number was provided. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. It should be noted that the xience v instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Additionally, applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the information reviewed, there is no indication of a product deficiency.